Manufacturer narrative:
Device and cine image evaluation: the device was returned to the mfg facility for evaluation. The stent was positioned on the balloon as per specification. The distal tip was frayed. A number of struts on the 7th and 8th proximal segments were raised and pulled distally. A number of struts on the 9th and 10th segments were deformed. The 1st five distal segments were intact. Review of the procedural images show what appears to be a narrowing in the proximal to mid lcx. Further pre-dilations facilitate the delivery and deployment of the other brand 2.5 x 16mm stent. Despite post-dilation of the deployed stent a narrowing in the vessel is still visible. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4). (B)(4). Evaluation, results: (stent damage, failure to deliver the stent). Results/conclusions: (80% stenosis remained following pre-dilation, calcification).

Event description:
The physician was attempting to implant a 2.75 mm diameter x 18 mm length endeavor resolute rapid exchange (rx) drug-eluting stent to treat a lesion in the cx. The target lesion was reported to exhibit some calcification and 85% stenosis. The target lesion was pre-dilated once using a 2.0 mm x 15 mm sprinter balloon at 12 atm's. Eighty percent stenosis remained following pre-dilation. The endeavor resolute device could not advance to the lesion and was removed from the pt. Upon removal it was noted that stent struts were damaged. The device had been inspected prior to use with no abnormalities noted. Following the attempt to deliver the endeavor resolute device, further pre-dilation of the lesion was performed and the target lesion was treated using a 2.5 mm x 16 mm other brand stent. Pt status post procedure stable and no clinical sequelae were reported.